Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy of the gastric tube, when the powered stapler was used on the vein, the previous reloads were used without a problem. When the radial reload was used on gastric tube creation, the opening and closing was confirmed, but the jaw did not open. When the physician removed the adapter from the handle and connected them again, the jaw opened, so the opening and closing was confirmed again and the device was used. However, when the physician pushed the green button and attempted to fire, the device could not fire. The device was reconnected to disposable ultra handle and was attempted to fire, but still could not fire. A new radial cartridge was opened and connected to the powered handle and could fire without problems. After that, the reload was fired several times without problems. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were no staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.